Event description:
Medtronic received information that prior to use of an autolog instrument, it was reported that it was overflowing the bowl when pri ming. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation: the reported overflowing bowl was verified during service. Service technician found that led 10 was unresponsive. Running the level ovr diagnostic, the level sense gain was at 64%. Service technician cleaned emitter and detector to get the level sense gain to 93% and adjusted the gain to 100% and current to 40ma. Preventative maintenance was performed per specifications. Instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.